Event description:
Device malfunction: difficult to remove, time of malfunction: during vessel closure, symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. After deployment of the clip, the device became stuck in the wound track and could not be removed. An attempt to push the safety release button and remove the device was unsuccessful. The device was removed by using both counter-traction and a forceful pull. Manual compression was used to achieve hemostasis. The patient was hospitalized for 1 day, however, no medication was given to the patient related to the use of the starclose device. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.